Event description:
It was reported, noise was observed on the lead. Lead insulation damage was suspected. The lead was capped and replaced.

Manufacturer narrative:
Further information was requested but not received.